Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on unspecified dates of 2025, further described as over "the last two and a half months". D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of an unspecified quantity of clearlink system continu-flo solution sets was hard to attach to the catheter resulting in a leak. The location of the leak was described as either "from top or the bottom of the lock". There was no report of patient injury or medical intervention associated with this event. No additional information is available.